Manufacturer narrative:
Concomitant product UDI for pump is (B)(4) concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced urethral erosion due to prior radiation. Additionally, the patient experienced pain in his lower extremity and started leaking again. A surgical procedure was performed to remove the cuff; the device was deactivated, and the existing balloon and pump remain implanted. No additional patient complications were reported.